Event description:
The customer stated that while brushing her teeth, the head of the brush broke off in her mouth, almost choking her. She was able to get it out without swallowing it. It broke off where the bristles were, part staying with the head, (the part in her mouth), another part staying with the long part of the head. She was quite upset by this as she lives alone and could not have gotten any help if it went any further down her throat.

Manufacturer narrative:
Received one e-series brush head in used and damaged condition. The bristle section of the brush head is broken off from the main shaft and the wear indicator has approximately 40% wear remaining. There appears to be several scratch and drop marks on the backside of the head. The head broke cleanly, as a snap, no bending noted. It is most likely the brush head was dropped, as the marks are consistent with that type of damage. There are no teeth indent marks on the brush head.

Event description:
The customer stated that while brushing her teeth, the head of the brush broke off in her mouth, almost choking her. She was able to get it out without swallowing it. It broke off where the bristles were, part staying with the head, (the part in her mouth), another part staying with the long part of the head. She was quite upset by this as she lives alone and could not have gotten any help if it went any further down her throat.